Event description:
"Between [redacted] and [redacted] -approximately 20 days- 20 known ivenix tubing failures occurred. Set-0014-1- lot fa25a21021- cassette load error, fa25e21030- leaking cassette, fa25e19083- missing slider clamp. Set-0021-1 - unknown lot- cassette load error, fa25e12237- dead-ender on s port missing. Set-0032-1 - unknown lots- cassette load error, air in line alert, clear part of port came off revealing just a blue spike when hanging a secondary line to it, cracked luer lock at distal end of tubing at connection with filter, leaking between drip chamber and tubing, leaking top port on cassette. Lot fa25e06148- missing k-zero x2, missing slider clamp. Lot fa25e12237- top port of cassette leaking. Lot fa25e14209- k-zero popped off when priming. Lot fa25e15081- cassette missing secondary adapter x4."